Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms including hormonal problems, fatigue, hair loss, night sweats, depression, brain fog, acne, joint pains, felt like dying, suicidal, hashimotos thyroid, and left side breast implant rupture. (B)(4).

Event description:
It was reported via FDA medwatch number: mw5093386 that a female patient of unknown age and race underwent unspecified breast surgery with 350cc mentor memorygel breast implant on both sides on (B)(6) 2015 and developed autoimmune symptoms including hormonal problems, fatigue, hair loss, night sweats, depression, brain fog, acne, joint pains, felt like dying, suicidal, hashimotos and thyroid. The patient also experienced left side breast implant rupture. As a result, the devices were explanted on (B)(6) 2017. This report is for the patient¿s left-sided device.